Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was noted to have a loose cable. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury.